Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A batch review was conducted for potentially associated lot numbers s13k27014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line) alarm occurred on a home choice (hc) device during the initial drain. The patient was connected to the homechoice at the time of the alarm. The technical service representative advised the patient to start therapy over with new supplies. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.